Event description:
The customer reported to corporate product surveillance (cps) regarding an anti-reflex y-set that cracked and leaked, however, no additional clarification was available. Pain medications were being infused at the time the condition occurred. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an anti-reflex y-set that cracked and leaked was confirmed during sample evaluation. The sample was visually inspected which showed that the injection site was missing from the y site injection port. The sample was then under water leak tested with the y site injection port capped off. This identified a leak from the y site injection port shaft. Closer visual inspection under a microscope showed that the injection port shaft is cracked. An assignable root cause was not determined. No repairs were made since this is a single use device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.